Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient's cramping sensation has resolved postoperatively.

Manufacturer narrative:
Date of event is estimated.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04069, 3006705815-2019-04070. It was reported that patient experienced cramping sensation. Reprogramming was unable to resolve the issue. As a result, patient underwent surgical intervention wherein the leads and ipg were explanted.